Event description:
The customer reported that the surgeon was removing a mole from the area around the patient's ear. A piece of gauze caught on fire and the patient received a 1st degree burn.

Manufacturer narrative:
(B)(4). The pencil tested to specification and functioned normally when activated on a forcefx generator. There was a small amount of tissue buildup on the tip of the electrode but this would not have contributed to the reported event. Some amount of arcing is normal in electrosurgery. The IFU warns: "fire hazard: do not place active accessories near or in contact with flammable materials (such as gauze or surgical drapes), flammable gases or high levels of oxygen. Electrosurgical accessories that are activated or hot from use can cause a fire". The generator was returned, tested and found to operate to specification.